Event description:
It was reported that the patient presented in the emergency room after receiving a shock. Upon device interrogation inappropriate detection of multiple vf episodes were noted, one resulting in a shock. Review of the stored egm show intermittent signals with occasional double counting. Trends showed decreased pacing lead impedance. Lead damage was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.